Manufacturer narrative:
H3: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove, rotate, or replace is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned, but rotated again. The lens was later removed and replaced for a same size lens with a different sphere and axis. The problem was resolved. Cause of the event is unknown.